Manufacturer narrative:
Additional information requested.

Event description:
From treating physician: infected f/bevar explant. In our latest case study, we explore a complex scenario involving a 74-year-old gentleman with a history of a 5 vessel f/bevar in 2018. Following a rupture with type 3a endoleak two years later, the patient underwent a repair with a ctag to bridge components. He then had persistent but minimal sac growth from endotension up until last year with no endoleak. The patient now presents with fever, mild pain, and malaise for 2 weeks.

Manufacturer narrative:
Additional information was requested, however despite multiple requests, no additional information was received. Review of the device history record was unable to be conducted as the manufacturing records review could not be completed due to the lot number being unknown. Historical data could not be reviewed as the lot number is unknown. The instructions for use (IFU) supplied with the device for general information only was found to contain sufficient instructions and guidance including: 11. Potential adverse events adverse events that may occur with use of endovascular grafts and may require reintervention include but are not limited to: fever and localized inflammation. Infection of the aneurysm, dissection, device or access site, including abscess formation, transient fever, and pain. Endoprosthesis-related events: improper component placement, incomplete component deployment, component migration or separation, suture break, occlusion, infection, stent fracture, stent corrosion, graft material wear, dilatation, erosion, puncture, perigraft flow, barb separation. There is no evidence to suggest that the user did not follow the instructions for use from the information received a definitive root cause for the reported event could not be determined. Should additional information be received at any time in the future, the new information will be reviewed, and an additional report may be submitted. After considering this event the risk associated with the use of this device is still deemed adequate. Cook will continue to monitor for similar complaints.

Event description:
From treating physician: infected f/bevar explant. In our latest case study, we explore a complex scenario involving a 74-year-old gentleman with a history of a 5 vessel f/bevar in 2018. Following a rupture with type 3a endoleak two years later, the patient underwent a repair with a ctag to bridge components. He then had persistent but minimal sac growth from endotension up until last year with no endoleak. The patient now presents with fever, mild pain, and malaise for 2 weeks.